Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the issue was due to the drive train motor brake gap assembly was out of specification. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the bottom enclosure was observed to be damaged. After adjusting the brake gap and replacing the bottom enclosure, the platform was further tested including the load characterization check and passed the testing. The autopulse was subjected to the run in test using 95% patient large resuscitation test fixture for 30 minutes and passed with no issue or faults observed. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in 2012 and is 6 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The platform has also exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message on the display screen. No patient involvement. No additional information was provided.